Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer was experiencing high blood glucose levels and wanted to verify that the insulin pump was functioning properly. Blood glucose level at the time of the incident was 250 mg/dl. Caller stated that the customer had a blood glucose level of 400 mg/dl on the day of the call. Blood glucose level at the time of the call was 170 mg/dl. During troubleshooting, the insulin pump did not show any malfunction. The insulin pump was not replaced or returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the displacement, operating current test, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected battery power loss anomaly during test noted. (B)(4).